Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redv2924 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that fluids leaked from the insertion site of the catheter during infusion 5 months after placement in this patient. Part of the catheter was pulled out slowly and a crevasse was found 1 cm beneath the insertion site, at which spray-like leaks occurred. Due to the consideration about the need for infusion of chemotherapy drugs in the future, the catheter was removed and a new one was placed in this patient.